Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h4, h11. The device was returned to olympus for inspection and the reported failure was reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: dusts inside. Based on the results of the investigation, it was confirmed that this phenomenon occurred due to spare lamp failure, however, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had a lamp error; the emergency lamp indicator and main lamp lid up at the same time during set up. There were no reports of patient involvement.